Event description:
It was reported by the customer before use that cardiosave intra-aortic balloon pump has no ECG signal & equipment has been deactivated. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: event site address: (B)(6).

Manufacturer narrative:
Updated field: b4, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. No fault was found during the on-site inspection of the equipment at the hospital. The equipment was simulated and tested to be working properly. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (health effect: clinical code), h11. Corrected field: h6(medical device: problem code).

Event description:
N/a.